Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an amphirion deep pta balloon during procedure to treat a severely calcified lesion in the proximal peroneal artery with chronic total occlusion (cto-100%). During balloon inflation, balloon burst, leak or rupture occurred at 12 atm. There was no damage noted to device packaging. There was no issue when removing the device from hoop/tray. IFU was followed. Balloon deflation difficulties occurred with the device slow to deflate at the lesion site. All fragments from the balloon were not retrieved, a small part of the balloon remained in the patient's artery without being able to retrieve it. During device removal, balloon break/fracture occurred and the detached portion remains in the patient. The device passed through a previously deployed stent. No resistance was encountered when advancing the device but excessive force was used. The procedure could not be completed successfully. It was reported that the patient with a previously placed stent which was covered and fractured, the patient presents with a lot of calcification in the arteries. Physician was attempting to open the peroneal artery flow by inflating a conical balloon. At the moment of inflating it, it breaks, a negative pressure is applied to make it easier to remove. It remained stuck and the physician removed it with force. The balloon tip was completely detached and the detached piece remains inside the patient. Because physician could not open the flow in the artery and patient had so much peripheral arterial disease (calcification), that the patient will undergo a leg amputation. The device is reported to be embolized in patient. There was blockage of the artery supplying part of the leg and foot. Permanent injury reported. The patient's leg will be amputated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the previously deployed stent was a non-medtronic device. It is unknown the exact moment when the balloon burst, however angioplasty had been already completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.